Event description:
It was reported that the physician indicated that the patient's inflatable penile prosthesis had a fluid leak that lodged in the scrotum, presenting insufflation problems.

Event description:
It was reported that the physician indicated that the patient's inflatable penile prosthesis had stopped working due to a fluid leak in the pump that lodged in the scrotum, presenting insufflation problems. The patient also presented with dissatisfaction and erosion from wear of the tubing.

Manufacturer narrative:
H3 device evaluation the ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has a wear at a fold; a small hole in the outer tube was present in the proximal cylinder body; however, there was no damage to the inner tube. The krt was worn to filament; no leak was found. Cylinder 2 has wear at a fold. There was a large tear of the outer tube in the proximal cylinder body due to input tube wear with avulsion. Cylinder 2 has a broken fabric treads and exhibited bulging when inflated in the proximal cylinder body. The krt was worn to filament; no leak was found. The ams 700 momentary squeeze (ms) pump was visually inspected; there was a leak in the krt that was result of fatigue at the pump strain relief junction; hole was present. The pump was functional test and performed within specification. Product analysis confirmed the reported events.